Manufacturer narrative:
The customer's complaint of safety clamp issues could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. No patient harm.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "carefusion maxguard pressure rated extension set, me5303, lot 15125541 we recently starting using this extension tubing we have had multiple reports of the blue clamp cracking when sliding the clamp into place with normal amount of pressure this renders it ineffective and has also caused leaking onto floor or patient." There was no customer harm. Received a copy of the customer's additional information letter from FDA which states, ¿carefusion maxguard pressure rated extension set, me5303, lot 15125541. We recently starting using this extension tubing. We have had multiple reports of the blue clamp cracking when sliding the clamp into place with normal amount of pressure. This renders it ineffective and has also caused leaking onto floor or patient. Manufacturer response for tube - IV/oxygen/pressure/suction (includes IV extension), maxguard pressure rated extension set/me5303 (per site reporter). Manufacturer found that the issue was due to a fault during the manufacturing process."